Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted posterior. An xtw clip was inserted and placed on the valve. However, while establishing the final arm angle (efaa), it was observed that the clip opened. The clip was unlocked, opened to roughly 120 degrees, relocked and closed. The clip relaxed at neutral and opened more under the one turn of the arm positioner. Therefore, the device was removed and replaced. Two clips were then implanted, reducing mr to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted posterior. An xtw clip was inserted and placed on the valve. However, while establishing the final arm angle (efaa), it was observed that the clip opened. The clip was unlocked, opened to roughly 120 degrees, relocked and closed. The clip relaxed at neutral and opened more under the one turn of the arm positioner. Therefore, the device was removed and replaced. Two clips were then implanted, reducing mr to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.